Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged into the atrium. There was no rv capture. The patient had felt slightly bradycardiac at times. It was noted the patient had a lead revision one week prior for a similar issue. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No further patient complications have been reported as a result of this event.